Manufacturer narrative:
(B)(4). Device available for evaluation - additional. Additional information. Event problem and evaluation codes - additional.

Event description:
The receiver data log was reviewed. The complaint of (complaint) was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient's g5 transmitter would not pair with their g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.